Event description:
It was reported, the patient was in a car accident two to three years ago. The hcp performed a catheter dye study following the accident and found that the catheter was not placed where it should be. A revision was done. Following the revision, they were ¿able to stop the patient down to 22 mg/day.¿ additional information reported that after the car accident, imaging was done (non- related to the pump) and revealed the catheter was not intact. A dye study was done. The pump and the catheter were replaced. The patient experienced pain after the accident. Previous to the accident the patient was on morphine 50 mg/ml at 44 mg/day. The physician lowered the dose after the pump and catheter replacement to 22 mcg/day at 50 mg/ml and the patient was fine. The patient recovered well and has been on the same dose and concentration since. The patient is allergic to latex and dilaudid. Dilaudid causes severe peripheral edema of the legs and causes the use of oxygen because of it. This is known because, the patient had taken it orally before pump usage began in 2002. The pump was delivering morphine.

Manufacturer narrative:
Product ID 8711 lot# serial# (B)(4), implanted: 2002 (B)(6), explanted: 2011 (B)(6); product type catheter. (B)(4).